Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the coils. The tip coils and shaping ribbon were separated 2.2 cm distal to the center. The distal portion was not returned. The shaping ribbon was still intact with the core. The entire length of the returned tip coils were offset. The intermediate coils were offset at the center solder for a length 8 mm. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the case description and the analysis of the returned product. The guide wire was returned with blood and contrast on the coils, consistent with guide wire preparation and use within the anatomy, as reported. Analysis confirmed the reported separation, as the tip coils and shaping ribbon were separated 2.2cm distal to the center solder. The shaping ribbon was still intact with the core. The distal portion was not returned; however, it was reported that the separated portion measured approximately 12 mm, which is consistent with what the separated portion would be based on the design of the guide wire. Sem analysis was performed and suggested that the tip coil and shaping ribbon may have failed due to torsional overload, which may have caused the tip to detach. An over torqued wire typically requires the distal portion to be trapped within the anatomy or within another device in order to create the required forces to overload the guide wire. A definite cause of the guide wire entrapment could not be determined; however, use in the reported challenging anatomy (90% stenosis, heavy calcification, tortuous vessel), and/or interaction with the pronto catheter may have contributed. With the distal tip trapped, any additional force applied to the guide wire may have exceeded the guide wire's design limits causing the tip to detach. The instructions for use warns: "do no push, auger, withdraw or torque a guide wire that meets resistance... Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage". It was also reported that the separated portion "remains in the vessel", which in this case appears to be a result of the separation with no reported further intervention. Analysis also noted that the entire length of the returned tip coils and a portion of the intermediate coil at the center solder where offset. Typically in cases with challenging anatomy/tight lesions, clearances between products can be reduced to an undesirable level, causing the coils to over lap as seen in the analysis. An attempt to move a catheter over a guide wire in this state can cause resistance, as was reported with the non-abbott atherectomy catheter in this case. The atherectomy catheter used in the procure was not returned, which may have aided in evaluation. The case description also states that a bmw wire was purposefully bent in order to access the lesion, further suggesting that challenging anatomy may have contributed to resistance and overall product experience. Due to the separation of the guide wire, analysis was unable to test the guide wire for resistance with a new catheter. However, since there was no damage to the guide wire reported prior to use/during prep, and since the guide wire was able to be delivered initially through the voyager catheter with no reported difficulty, the resistance with the pronto may be related to case circumstances, although a conclusive cause could not be determined. The reported resistance with the pronto may have contributed to the separation, although a conclusive cause could not be determined. Manufacturing performed a non destructive tip pull test on each wire, a 100% visual inspection of the guide wire, and a 100% dimensional inspection of the wire. Additionally, quality control performs on the line reliability testing to verify product quality. Sem analysis also noted that the center solder was intact, indicating that the tip was attached properly at the location proximal to separation. A review of the lot history record was performed and indicates that this lot met all manufacturing release requirements. There were no other incidents reported with this part and lot combination, and there were no non conforming material records associated with this part and lot combination. Based on the case description and analysis of the returned product, a definite cause of the reported resistance and separation could not be determined, however, it may be related to case circumstances. There is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: separated guide wire remains in patient anatomy. Device issue: guide wire separation. It was reported that during attempted thrombectomy in the tortuous and most totally occluded posterior descending (pda)/right coronary artery (rca) lesion, a balance middleweight (bmw) guide wire was purposefully bent in two places in order to cross the tortuous anatomy and was advanced across the lesion without problem. A voyager delivery system was advanced, as an exchange device to maintain vessel access for delivery of a second bmw guide wire. A second bmw guide wire was successfully positioned and the voyager delivery catheter was removed. There was resistance advancing a non-abbott atherectomy catheter. It did not cross the lesion and it was removed. After the atherectomy catheter was withdrawn, fluoro images showed a gap between the end of the guide wire and the tip that was in the distal pda, indicating guide wire separation. The separated tip measured approximately 12 mm. No treatment was performed and the detached portion of the guidewire remains in the vessel. The patient was asymptomatic. No additional event or patient information is available.